Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as sores and chaffing that bleed from tight garment . The pt has an incision on the chest from open heart surgery. The clips from the garment irritated the incision and delays the healing. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended a hydrocolloid dressing for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.